Event description:
The patient is boy and 4 months, had hydrocrania and arachnoid cyst. The patient did v-p surgery with 823832 on (B)(6) 2015. The initial pressure is 70mm. The procedure was completed smoothly. The patient felt headache and uncomfortable after around one week of post-operation. The surgeon adjusted the pressure of valve to 100mm because of excessive drainage of cerebrospinal fluid. Next day it was noted the brain swelling and cerebrospinal fluid leakage on patient. After consultation from surgeons of related department the programmer was adjusted many times. The final pressure was 40mm. The situation could not be improved. The surgeon made decision the failure of programmer valve. The revision surgery was accepted on (B)(6) 2015. The surgeon removed the programmer and changed the new one to complete the procedure. The symptoms of patient had been improved obviously. The patient was dead suddenly on (B)(6) 2015. The further information will be reported if available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 40mmh2o, failed 3mmh2o. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101, with lot crcc05, conformed to the specifications when released to stock on the 24th april 2014. The root cause of the problems found during investigation is due to biological debris found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.